Manufacturer narrative:
Device evaluated by manufacturer: the nc emerge mr, ous 2.50 mm x 12 mm, was returned for analysis. A visual and tactile examination identified no kinks along the hypotube. An examination of the distal extrusion identified no damage. The device was received with the balloon in a deflated state (not folded). A detailed microscopic examination of the balloon material identified a pinhole leak. The pinhole was located at 2mm distal to proximal markerband. A microscopic examination of the proximal and distal markerbands identified no damage. No issues were identified with the device which could potentially have contributed to the complaint event.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50 mm x 12 mm nc emerge balloon catheter was advanced but failed to cross the lesion and during inflation of the device at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device, and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50 mm x 12 mm nc emerge balloon catheter was advanced but failed to cross the lesion and during inflation of the device at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device, and no patient complications were reported.